Event description:
It was reported that the volume markings on the syringe did not "seem" accurate.

Manufacturer narrative:
It was reported that the volume markings on the syringe did not "seem" accurate. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of unused product was returned for evaluation. Twenty (20) samples were randomly selected for evaluation. Visual inspection revealed no manufacturing or other defects that would prevent he samples from working as intended and the graduation markings appeared to be correct. Functional testing was performed by filling up the samples to the 1ml mark. Once filled, the fluid volume within each sample was transferred to a control syringe. For all syringe samples, the control syringe also measure a 1ml fluid volume. The samples worked as intended and the reported problem/issue was unable to be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.